Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 near the strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination revealed abrasion surrounding the separation. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. Both cylinder bases appeared to have been shortened. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, the abrasion marks noted on both cylinder exhaust tubes indicated that they had been in contact with the cylinder bladders while in-vivo. The exhaust tube of cylinder 1 abraded enough to cause a separation in the tubing near the cylinder 1 strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break on the clear tubing (right side) directly on the junction directly above the thick part of tubing right at cylinder.